Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy using two devices with a perclose technique of an unspecified vessel after an interventional procedure. Reportedly, cuff miss occurred with one of the devices. Another proglide was used with the same results. Two proglides were successfully deployed and after the interventional procedure, hemostasis was achieved with the two devices. There was no reported adverse pt sequela. Though requested, add'l info was not provided.

Event description:
A (B)(6) old male was implanted with an aus device on (B)(6) 2008. On (B)(6) 2009 pt said his aus has failed, and hasn't worked right for several months, the pump is hard and won't depress. After giving the pt instruction pt was able to reactivate his aus device, but still has quite a bit of leakage. Pt is scheduled for surgery the week of (B)(6), 2010.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The perclose proglide (part # 12673-03, lot# 910136h) is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Analysis of the returned device indicated that both cuffs successfully captured the needles, but the link was detached from anterior cuff. A link break at the anterior cuff would result in a failure to retrieve the suture during plunger retraction and could appear very similar to the reported cuff miss; therefore, the reported product experience is confirmed. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to a link break during plunger retraction. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for the link break at the anterior cuff could not be determined. Review of the device history record for this lot did not reveal any non-conformity which could be related to this event.